Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urinary tract infection, hematuria, erosion and exposure of sling and sutures. A cystoscopy with an excision of bladder foreign body, excision of vaginal foreign body and excision of exposed transobturator sling were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.